Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) stage 2 on right eye at 2 day post-operative exam. Topical steroid were increased to treat the dlk. The dlk was resolved at 8 day post op exam. The patient experienced loss of best corrected visual acuity (bcva). Ucva od: distance 20/25, os: distance 20/15. Bcva from (B)(6) 2015: right eye pre-op 20/20 -3.00 x.-.50 x 174, left eye pre-op 20/20 -3.00 x-.25 x 170. Ucva from (B)(6) 2015: ucva od: 20/15 os: 20/15 ou 20/10.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.